Event description:
As reported by the field clinical specialist, approximately 3 years and 3 months post right transfemoral tavr procedure with a 29 mm sapien 3 valve, the patient presented with dyspnea. The valve failed due to stenosis. Pre procedural echocardiographic findings reported mean/peak gradients greater than 50 mmhg and a valve area of approximately 0.5-1.0 cm2. A valve-in-valve procedure was performed with a 26 mm sapien 3 valve, and the patient was stable. No allegation was made that any edwards devices were deficient.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Based on the engineering imagery evaluation, the 29 mm sapien 3 valve is under-expanded at the mid valve portion measuring 26.4mm (0.5mm added for outer diameter). Also, there is thickening and calcification of all 3 sapien leaflets. The under-expansion and calcific leaflets probably lead to stenosis.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site and reviewed by an edwards proctor. The following observations were made: the valve was noted to be underexpanded at the mid valve region, measuring 26.4 mm (with 0.5 mm added for outer diameter), and thickening and calcification were observed involving all three valve leaflets. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, sapien 3, sapien 3 ultra, and sapein 3 ultra resilia valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.